Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "system error 345 (thermistor disparity)" was reproduced. A review of event history log revealed multiple occurrences of ec345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper thermistor reading was out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.